Event description:
End user alleges that his j3 backrest had something protruding from the back upholstery that caused a significant sore on his back. He alleges that the sore on his back was caused by something plastic protruding through the cover in the area of the zipper. Photographs were sent in to our quality department and are inconclusive because the end user was sold a j3 backrest when in fact the photographs are of a j2 backrest.

Manufacturer narrative:
A quality engineer will review the photographs and a similar j3 backrest and investigate the alleged incident. A follow up report will be submitted upon completion of our investigation and eval. Product has not yet been returned to the manufacturer for eval and it is unk if or when manufacturer may have the opportunity to evaluate the device. Manufacturer does not have all the details of the reportable event at this time to complete our investigation.